Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The customer stated that the alarm has occurred 3 timed in the last 2 days during normal use. Customer is unsure if there might be a keypad issue. The customer was advised that alarm could be caused by a loose battery cap and a replacement battery cap would be sent. He was advised to monitor the insulin pump. Blood glucose value is unknown.